Event description:
The physician reported having experienced friction while trying to deploy the coil into a splenic artery aneurysm resulting in the coil becoming stretched. The coil then detached at the detachment zone when the delivery wire was retracted out of the hub of the microcatheter. The coil was successfully retrieved with the use of a snare, and the procedure aborted. The patient is reported to be fine.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses, it was determined that no resistance was felt until the attempt to remove the coil from the aneurysm. The coil was inspected and soaked in the saline per directions for use (dfu) and no anomalies were noted. The delivery wire was advanced and retracted forcibly following the coil friction. Intermittent flush was maintained during the procedure. The patient's anatomy was considered to be moderately tortuous and no additional treatment of the patient is scheduled at this time.